Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 342 mg/dl. Tandem technical support performed a pump system check with the customer and air bubbles were observed in the tubing. Customer reverted to using an alternate method of insulin therapy. Tandem clinical diabetes specialist(cds) discussed event with the customer and found that the customer had not removed air from the cartridge during the loading process. Reportedly, customer followed the pump user guide on how to load the cartridge and customer reported no further issues.